Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: as operator advanced manta bypass tube into the sheath, it was stated, he felt an unusual amount of resistance. Not wanting to force it, the device was retracted and opened a new manta. Only a new device was used; the sheath from the original manta was left in place. The operator was able to insert the second manta easily into sheath and said it "felt normal." Closure completed without issue, with immediate hemostasis.

Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavar, a 14f manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. A second 14f manta was opened and deployed without complication; successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.